Event description:
This companion external battery was not in use with a pt. The customer reported that when the shipping box for the companion external battery was opened, she noticed a strange smell and observed signs of burning on the battery. Syncardia has requested that the companion external battery be returned for evaluation. The results of the investigation will be provided in a supplemental MDR.